Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v800432, implanted: (B)(6) 2011, explanted: (B)(6) 2013. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator revealed a "suspected body fluid was in the connector port."

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the testing was performed intraoperative. There was no patient death or injury associated with the event. The patient recovered without sequela.

Event description:
It was reported that the device was replaced and not used because there was ¿debris¿ in the header block. About two weeks later an image was received that displayed high impedances on three bipolar pairs: 0 and 1, 1 and 2, and 1 and 3. Four days later it was reported that the device and lead were replaced. The debris looked like blood and skin tissue. It was reported that the lead was replaced first and the system still had high impedances. The device was then replaced and the impedances were ¿fine.¿ the patient was doing well with the new system.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.